Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery the screws could not be inserted into the locking holes in the center of the plate. There was a report of an approximately fifteen minute delay. This report is for an unknown screw. This report is for 2 of 2 for complaint (B)(4).